Manufacturer narrative:
(B)(4).

Event description:
The reporter believed that something was interfering with the deep brain stimulator. They were using the process of elimination to determine if an environmental factor was interfering with it. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.